Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Manufacturer report number: 2916596-2021-03911. It was reported that patient stated that there was a low flow alarm. The patient did not notify the hospital but voluntarily disconnected the controller from the driveline. Patient was hospitalized for heart failure. It was reported that patient was explanted on (B)(6) 2021, however additional information to clarify details has been requested. It was noted that at the beginning of (B)(6) 2021, multiple alarms on pump controller caused the patient to unplug the controller. The pump stopped, which resulted in heart failure for which the patient was hospitalized on the night of (B)(6) 2021-(B)(6) 2021. Patient arrived at the emergency department in a state of cardiogenic shock and without the equipment associated with the implant. The pump appeared to have thrombosed, so it was non-functional. The patient was admitted to intensive care and hospitalized. An x-ray exam on (B)(6) 2021 mentioned that the reinjection cannula remained permeable because it was not thrombosed. Upon the controller exam, a controller clock anomaly was noted, making it impossible to analyze the collected data.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) ) was returned following the patient being hospitalized for heart failure on the night of (B)(6) 2021 and being explanted on (B)(6) 2021. The returned system controller passed functional testing and successfully operated in a mock circulatory loop with the returned modular cable for an extended period of time without any issues or atypical alarms produced. The submitted log files and the log files downloaded from the returned system controller contained mostly overlapping data. The log files captured dates (B)(6) 2000 when the clock was not set. The periodic log files contained approximately 130 days of data combined ((b)(6 2000, (B)(6) 2021 per the timestamp). The log files captured the clock being reset to the default time stamp ((B)(6) 2000) after the event captured on (B)(6) 2021 at 10:37:12 and after the event captured on (B)(6) 2000 at 23:55:11, which suggests that total losses of power to the controller occurred; this is addressed via the pump investigation (2916596-2021-03911). The driveline was disconnected on (B)(6) 2000 between 11:59:46 and 23:59:42, resulting in the pump stopping. The log files did not capture the driveline being reconnected. The periodic log file only collects data at specified time intervals rather than upon the detection of an event; therefore, the cause of the events occurring and the exact time that the events occurred cannot be determined from the log file. The event log files contained approximately 4 days of data combined ((B)(6) 2000, (B)(6) 2021 per the timestamp). The log files captured that the driveline was disconnected for the first hour of the captured data, resulting in the pump being off. The driveline was then connected on (B)(6) 2000 at 15:19:05 and the pump operated above the low speed limit without any issues or atypical alarms observed. The driveline was disconnected on (B)(6) 2000 at 18:09:00, resulting in the pump stopping, and the driveline was not reconnected throughout the remainder of the log files. The pump stops are addressed via the pump investigations (2916596-2021-03911). The controller¿s clock was set on (B)(6) 2021 at 11:44:35 and the controller was then turned off sometime after 13:06:43 on (B)(6) 2021, which is consistent with the products being explanted on (B)(6) 2021. The pump maintained a speed above the low speed limit while the driveline was connected. The reported event could not be correlated to an issue with the system controller. There were no reported issues with the system controller. Heartmate 3 patient handbook (rev. G) section 5, entitled ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (rev. G) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power, low voltage advisory/hazard, power cable disconnect, low flow advisory/hazard and clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. G) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) section 3 ¿powering the system¿ describes the various ways to the power the system, including how to use the 14v batteries, power module, mobile power unit, and universal battery charger, and how to switch between power sources. This section explains how to properly switch between power sources and states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also explains how to check the charge level of a 14v battery, and informs the user to ensure that the 14v battery is charged before use. This section also informs the user not to use batteries to power the system when sleeping, and to always connect to the power module or mpu when sleeping or when there is a chance of sleeping because a sleeping patient may not hear the system controller alarms. Heartmate 3 instructions for use (rev. G) section 2, entitled "system operations", informs the user installing a backup battery may prompt a system controller clock not set advisory alarm on the system monitor, and informs the user to use the system monitor to set the system controller clock. Section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. The heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 27jan2021. No further information was provided. The manufacturer is closing the file on this event.